Manufacturer narrative:
Product analysis: it was determined at analysis that the programmer failed functional test at thermal sensor 7 power supply output. Analysis also noted that the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as part of a pullback program subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.